Manufacturer narrative:
The device was evaluated, and the reported issues were not confirmed, however, the image disappeared occurred when operating the angle. The bending angle was insufficient due to the elongation of the angle wire. The forceps could not be inserted smoothly due to the collapse of the forceps channel due to an external factor. The insertion tube cover was crushed due to an external factor. The bending section cover adhesive was missing. There were scratches on the operation part, rotation mechanism, switch box, grip, angle lever, up/down plate, and universal cord due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the evis lucera elite bronchovideoscope presented an unstable and noisy image. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube was peeled off due to deterioration. This report is to capture the reportable malfunction of the coating on the insertion tube was peeled off due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to mechanical stress such as friction and chemical attack by deprecated chemical solutions. Olympus will continue to monitor field performance for this device.